Event description:
This report summarizes one malfunction. A review of the reported malfunction indicated that model ecp0110g biopsy instrument allegedly experienced leak and device contamination with chemical or other material. This report was received from a single source. The malfunction was reported with no patient contact. Age, weight, and gender of the patient was not provided.